Manufacturer narrative:
(B)(4). The failure investigation has been completed and the alleged touchscreen issue was not verified; however, the alleged shutdown was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. Customer stated pump screen was frozen on 1 2 3 screen. During troubleshooting with tandem customer technical support (cts) the pump unexpectedly shutdown. The customer's blood glucose (bg) level was 377 mg/dl. The customer administered manual injection to address the high bg reading. The customer reported that manual injections would continue to be used for alternate insulin therapy.